Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-dec-2026, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 12-dec-2026, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a return of pain. The patient is still complaining of residual pain despite using the scs. Rep has changed programs and nothing seems to work. Patient was re-directed to their new hcp. Patient indicated their back and lower extremities pain continue to worsen, and not feeling any noticeable benefit from the use of the device. So before patient completely turns it off and perhaps have it removed, they'd like to at least try a few more programs. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the patient. It was reported that the patient reiterated they got zero therapeutic benefit from the device and experiencing tremendous amount of pain. Right now pt has a1, b1 and c1. Pt was under the impression a1 and b1 were the same as in trial. It was not communicated to the pt what each program was supposed to accomplish for pt's condition. Pt also reported they assume ins had moved, rotated about 53 degrees. In the process of ins rotating, the lead wire has bent in half. Pt has been trying to get images of device location at the time of the implant. Pt had no falls. Pt also reported they experienced shocking in the device area since implanted. For months, shocking was like electrical shock, very intense and frequent. Shocking was unpleasant. For several months, pt spent most of their time in bed because if pt did not move much, shocking did not trigger. Pt has friends that are doctors and some of them thought it was the nerve shock and some friends thought it was the device shock. They did not know what it was. It then got better, less intense, less painful and only shocks now 4-6 times a day. It feels like if you have a cell phone in the pocket and the phone vibrates from getting a call. It does not feel like intense shocking anymore. Pt also reported they had another sensation when implanted: it felt like it was being stuck with something sharp when implanted. The pictures of incision with staples showed the prongs from stapes curled back into the incision itself. After they took the staples out at the follow up appointment after the surgery, the 'sticking' sensation went away.

Event description:
Additional information from the rep indicated that the cause of the ins moved/rotated or shocking sensation was not known. They don't know what further actions will be taken to resolve the issue. The patient has been redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.